Event description:
It was reported that the customer experienced a low blood glucose (bg) level of below 41 mg/dl. Reportedly, customer inadvertently entered in a 6 unit bolus instead of 0.6 units and administered too much insulin causing them to go low. Customer consumed glucose tablets to addredd bg. Tandem technical support conducted systems check and the pump was functioning as intended.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per the tandem user guide: do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you deliver an insulin amount that is too high or too low, this could cause hypoglycemia (low bg) or hyperglycemia (high bg) events. You can always adjust the insulin units up or down before you decide to deliver your bolus.